Manufacturer narrative:
Preliminary risk indicates: severity: 3 (critical): reason: it is unclear if these notes are labeled to be used for safety critical info, but it cannot be ruled out that customers will use it in that way. If indeed the critical info is missing and the info is not available in another form, then in a very unfortunate series of events, such as dispensing medicine to a patient who in allergic to that medicine, a serious illness of injury could occur. Probability: b (improbable): reason: the notes disappear only under certain circumstances, such as changing the type of the note to another type and then changing back. This type of info is generally not only stored in electronic notes, and most often queried for example when medicine is prescribed. In addition, there is a specific allergy tab in lantis which should be used to denote allergic patients. The associated lantis ois serial number is: (B)(4). After further investigation, it was found that the site had not installed updates th012/09/s and th017/09/s. These updates will be installed in the near future and it is expected that this action will resolve this issue. No other products are concerned.

Event description:
A potential product issue has been reported with our primus linear accelerator and its associated lantis oncology info system. In the abundance of caution, this issue is being reported. It was found that a patient record where the chemo notes are were not showing on the chemo tab on the echart navigator. The chemo notes do, however, show on the pt notes window which can be opened separately from the menu. The customer has only seen this one example of this happening. The same problem exists when one open the pt from other computers and users as well as when one logs in as an administrator. No info was reported that suggests that a mistreatment or serious injury has occurred.